Manufacturer narrative:
An event regarding alleged "broken shaft" involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results:device inspection was performed by the vendor, greatbatch medical. The complaint sample was returned to integer for evaluation and the reported event was confirmed. The wound wire portion of the flexible drill adaptor was broken and the complaint sample was returned in two (2) pieces. Some of the metal was discolored a brown/rust color. The remainder of the complaint sample showed signs of wear in the form of scratches, nicks and gouges throughout, consistent with intended use. The returned complaint sample was etched per applicable drawings. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation confirmed the reported "broken shaft" based on the supplier's analysis which stated that "the locking assembly that locks onto the proximal end of the straight reamer handle to keep the sleeve in place was not returned with the complaint sample." In conclusion, the reported event is confirmed and is attributed to wear as this complaint sample had likely exceeded its expected useful life. No further investigation is required.

Event description:
It was reported when drilling, at nearly a straight angle, with flexible drill shaft that it broke from the base of the shaft.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported when drilling, at nearly a straight angle, with flexible drill shaft that it broke from the base of the shaft.